Event description:
It was reported that the patient was only getting 2 coupling bars. It was noted that this had been occurring since implant. It was noted that the patient had seen a manufacturing representative on (B)(6) 2013. The implantable neurostimulator (ins) was fairly superficial and another implantable neurostimulator recharger (insr) had been tried. It was noted that (B)(6) was when the patient was trained and when the first attempted recharging had occurred. Additional information received reported that x-rays had been done on (B)(6) 2013. It was determined that the battery was flipped. It was unclear as to if it was implanted incorrectly or if it flipped in situ. The patient would be scheduled for a revision to flip the battery but it had not been scheduled at the time of this report. Additional information requested but had not been received as of the date of this report.

Event description:
Additional information received reported the case was done on (B)(4) 2013. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead.

Event description:
Further follow up information received confirmed that at the procedure on (B)(6) 2013, the ins was flipped back over so the patient could now recharge normally. The patient was reported that the patient was doing great. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 37754 lot# serial# (B)(4); product type recharger product ID 3778-60 lot# serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60 lot# serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
Additional information reported the stimulator was inverted and could not be programmed. The battery had been found to be implanted with the battery facing the wrong direction. The event was noted as resolved without sequelae. The event was not related to the device or therapy but it was related to the implant procedure.

Event description:
Additional information received reported that the event resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
The patient codes and conclusion code have been updated.

Event description:
The healthcare professional of the clinical study indicated the adverse event included delayed pain relief.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.